Event description:
It was reported that this right ventricular (rv) lead was exhibiting low out of range impedance measurements. The suspected cause for the impedance measurements presented is an insulation breach. The lead experienced difficulty being removed and as sequentially fracture, eventually the lead was explanted and replaced. No additional adverse patient effects were reported.